Manufacturer narrative:
Broken component (rod) in patient. Problem detected after surgery. (B)(4). Exemption number e2017030.

Event description:
Broken component (rod) in patient. Problem detected after surgery. Submission of a medical device report and the FDA's release of that information is not an admission that a product, user facility, importer, distributor, manufacturer, or medical personnel caused or contributed to the event.

Manufacturer narrative:
This is a supplement for 1000432246-2017-00018.